Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 19-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that stimulation wasn¿t providing pain relief. There were no factors that could have contributed to the issue. The rep tried to reprogram the patient but was unsuccessful in getting pain relief. The rep reported that the hcp explanted the battery, but the paddle lead remained in the patient. The hcp implanted a new pain pump. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the lead remained implanted because the pain physician is unable to explant paddle leads. It was required that this would need to be done by a neurosurgeon. No further information was reported.